Event description:
It was reported that the user experienced hyperglycemia following a supply change while using a teflon 6 mm, 23 in infusion set, with a reported blood glucose of 400 mg/dl for approximately four hours and subsequent guidance to perform a full supply change, after which glucose returned to range. Investigation included troubleshooting. Further investigation of this case revealed a cause that remained unclear, with no device malfunction confirmed and resolution after supply replacement. Symptoms included elevated blood glucose with ketone presence described as slightly high, and without medical intervention. Outcomes included transient disruption to routine management without hospitalization. It was concluded that the event was consistent with hyperglycemia of undetermined cause, corrected with a full supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.